Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at approximately 0.262¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the instrument has a detached part at the blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was observed broken as the surgeon was "sweeping" the lymph nodes. A fragment fell into the patient and was retrieved during the same procedure. The customer used a backup instrument to continue with the procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.